Manufacturer narrative:
(B)(4). Additional information: : lot manufactured from 11/11/2014 to 11/13/2014. The device was received for evaluation. Visual inspection revealed white particulate matter 0.25 mm in length, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be polyester material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had particulate matter inside the elastomeric balloon. This was identified during storage of the device. The device was filled with an unspecified amount of desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.